Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at a concentration of 5.0 mg/ml and a dose of 0.8500 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient went to the clinic on (B)(6) 2016 and reported an empty pump reservoir alarm had sounded on (B)(6) 2016 due to a missed scheduled pump refill. The pump was interrogated and the empty reservoir alarm date was confirmed. It was also noted the patient was experiencing possible withdrawal symptoms such as shakes and some emesis. It was indicated the event was related to the device or therapy and related to the drug morphine sulfate with the action that caused the event being the missed refill. On (B)(6) 2016, the pump was refilled with the dose being reduced and zofran was initiated. Then, the pump was increased on (B)(6) 2017 and the issue resolved without sequelae the same day.